Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3 093-28, lot# v323599, implanted: (B)(6) 2009, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The consumer reported having as much leakage before implant was placed and seeing a poor communication screen on the patient programmer. The programmer was not responding with the implantable neurostimulator after trying all weekend. Leakage started day after implant surgery on (B)(6) 2015. Cause, troubleshooting, actions, and patient outcome remain unknown. The patient was indicated for urinary dysfunction/sacral nerve stimulation.